Event description:
Rptr received notice from surgeon 2 months ago regarding product problem. After exam and x-ray, dr informed rptr device looked like "11 years of use after only one year", and that the plastic was deteriorating. Rptr was informed of 45 other people who had this procedure done, all from the same dr. Rptr stated device was sterilized with gamma radiation and if not used within 5 yrs, will deteriorate. Rptr stated FDA apparently not made aware product defective. However, rptr claims literature goes back to the mid 1980's of the bad effects of gamma radiation on the device.